Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing. No motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads and minor scratched display window.

Event description:
It was reported that the customer had been in the hospital since yesterday and has not been on the pump since being admitted. Customer's blood glucose level was 150 mg/dl. Customer does not use the sensor feature on the insulin pump. Customer stated that they are unable to complete the rewind sequence. Customer stated that the second motor error happened this morning before he was taken to the hospital. Customer mentioned that he is in the hospital due to a diabetes-related issue. Customer was admitted on (B)(6) 2015. Customer started to feel a little nauseous and had diabetic ketoacidosis. Customer was wearing the pump at the time of emergency room visit. Customer had injections of humalog and is now on lantus. Customer went to the hospital due to not having a back-up plan. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.